Event description:
During a coil embolization of a 4.7x 5.9 basilar tip aneurysm, it was reported that two trufill dcs orbit coils stretched. The coils were removed intact by withdrawing the delivery system from the microcatheter. There was no injury to the patient. The coils stretched during advancement through a non cordis excelsior 10 microcatheter, and were withdrawn without being positioned in the aneurysm. It was reported that there was some resistance advancing the coils through the excelsior 10 microcatheter prior to the reported stretching. Additional coils were subsequently placed through the same microcatheter and the coil packing of the aneurysm was successfully completed.

Manufacturer narrative:
Per the affiliate, when the coils stretched, they were not in the aneurysm. Also, other coils were delivered through the same microcatheter. During insertion into the microcatheter, the coil delivery systems sat properly within the hub of the microcatheter. One to one relationship between the coil & (mc) microcatheter were verified with fluoroscopy prior to repositioning and withdrawal. No resistance was noted when the coil was repositioned/ withdrawn. The coil was withdrawn back into the mc without difficulty. The affiliate indicated that the final outcome was "nothing in particular". After the removal of the coils, other coils were deployed. There was no adverse outcome to the patient. No resistance was noted when inserting the coil into the mc, and the no reshaping was performed prior to using the mc. The target site was not lost due to the reported event and the entire coils removed from the site. During the procedure, there was no difficulty at any time (resistance, did it loop out, did it not fit etc). Post-procedure, the aneurysm was completely packed & the procedure was successfully completed. The product was not returned for analysis. The device history review for this lot indicates that the product was tested and inspected per established manufacturing requirements. This review revealed that the products met all requirements per the applicable manufacturing quality plan. The compatibility of trufill dcs orbit coils with the non-cordis excelsior 10 microcatheter has not been established. It is not known if an adequate continuous flush was maintained through the microcatheter during insertion of the orbit coils. As outlined in the IFU, the flush rate must be monitored after introduction of the coil introducer into the microcatheter to ensure that an adequate flush is maintained. It is possible that these procedural factors contributed to the stretching of the two orbit coils. This is the firs of two product involved with this adverse event, which is associated with mfg repor # 1058196-2007-00056 and 1058196-2007-00057.